Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery to treat a fracture of the 2nd and 3rd metatarsals the drill bit broke while the surgeon was drilling. All fragments were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.